Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis. During analysis, the reported issue was unable to be duplicated. Service replaced the downstream occlusion (dso) as a preventative measure. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that during testing the smiths medical solis vip pump failed downstream occlusion. No patient was involved in this event. No adverse effects were reported.